Manufacturer narrative:
A visual inspection was performed on the returned contamination. The reported contamination / decontamination problem was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The returned contamination was sent to chem lab for further analysis. Analysis of the returned device confirmed the contamination / decontamination problem as being part of the copilot clamp seal. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely that overtightening of the clamp seal and interaction with other devices during the procedure resulted in the material coming off the o-ring/seal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the copilot was used in the procedure. When the procedure was completed, impurities were noted in the device. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.